Manufacturer narrative:
This rv lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during a general device change out procedure, this right ventricular (rv) lead was damaged as a result of the physician having to break the header of a pacemaker due to the setscrews being stuck. The rv lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
According to the field, the rv lead will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.